Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon articulated the jaw of reload and clamped the tissue of a appendix then tried to re-clamp the tissue again, however the device did not react. The procedure was completed with another device. The status of the patient is no problem.